Event description:
It was reported that the patient with this artificial urinary sphincter (aus) complained that the device was no longer functional, which led to a surgical intervention. However, during surgery, urethral atrophy was identified. All components of the existing aus were explanted and replaced with a new aus. There were no additional patient complications reported.